Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer and learned that after a system restart and switching the endoscope, the issue remedied. No site visit was required. Isi has not received the 30-degree endoscope for evaluation. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that prior to starting a da vinci-assisted hiatal hernia surgical procedure, the image and hand controls were inverted when swapping to the 30-degree endoscope up. It was stated they had swapped the arm with the endoscope, swapped the endoscopes, and power cycled the system, but the issue remained. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs but found no related issues. The tse had the customer hard power cycle the system, but the issue was not resolved. The tse then recommended to invert the surgeon's hand controls but the surgeon declined. The procedure was converted to another da vinci system. Isi contacted the sites's robotics coordinator and obtained the following information: the issue was with a 30-degree endoscope. The endoscope moved freely with uncontrolled motion and the image was inverted. The endoscope was used in 30 down and the surgeon's controls at the surgeon side console (ssc) were opposite. When the endoscope was not connected to the system arm the image was normal outside of the patient. Once the endoscope was inserted inside the patient, the image was inverted. The surgeon did confirm the desired orientation when the endoscope was installed. The endoscope and adapter/base was still engaged/in-synch/attached, and no damage was observed. The endoscope was manually rotated 180 degrees during troubleshooting. The surgeon did not want to change the hand controls at the ssc. They attempted to change the endoscope twice and the issue continued to occur with both endoscopes. Therefore, they thought the issue was related to the patient side cart (psc) or system arm. At this point, the customer switched to another psc. The reported issue was resolved with a new psc and the same endoscope. There was no patient injury.